Event description:
It was reported that a right ventricular leadless pacemaker (lp) exhibited low pacing impedance, loss of current of injury, and high capture threshold after fixation during the initial implant. Repositioning was attempted but the lp's helix became stretched after the physician advanced the delivery catheter's protective sleeve over it. The device was replaced to complete the procedure. Patient had no consequences.